Event description:
The customer reported that their pump screen was not turning on and remained dark. This issue caused the customer's blood glucose level to be displayed as ¿high,¿ exceeding 500 mg/dl, although the specific value was unknown. To address the high glucose level, the customer administered a corrective injection via multiple daily injections (mdi) and did not require additional third-party assistance. Technical support provided instructions to troubleshoot the pump by checking the power source and button functionality, but despite these efforts, the pump screen remained unresponsive. It was observed that a red led was blinking around the button, and the pump was not vibrating as expected. As a resolution, technical support arranged to replace the pump with one that includes updated software, and the customer was advised on steps to return the malfunctioning pump.